Event description:
Security personnel responded to a person described as semi-conscious to unconscious and no pulse palpated. The device was connected to the pt and the analyze button pressed. The device advised a "no shock" decision. The pt regained consciousness and was transported to the hospital. The reporter indicated the device may not have operated properly.